Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old female patient underwent a primary breast augmentation surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was undergoing surgery for an undisclosed reason and during the procedure, a ruptured right breast implant was discovered. As a result, the patient underwent bilateral removal and replacement with 295cc mentor memorygel xtra breast implants on (B)(6) 2022. There were no reported procedural delays or patient consequences due to the discovered rupture.

Manufacturer narrative:
On january 13, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, microscopic examination, and shell thickness of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 24, 2023, mentor received additional information. The patient underwent the aforementioned replacement surgery as she was diagnosed with capsular contracture of the left breast. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-01201 for the contralateral event. Manufacturer¿s reference number: (B)(4).